Manufacturer narrative:
Adverse event/product problem.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation of the device the patient began experiencing discomfort and complications in her hip and due to elevated risk and instability in her right hip she underwent revision surgery on (B)(6) 2016. It is further alleged that during surgery, it was discovered there was significant evidence of trunnionosis around the proximal femur at the junction between the head and neck and the operative report also noted areas of osteolysis, bone loss, and loosening of the femoral component. It is alleged that once her surgeon removed the acetabulum, he noticed "a severe amount of bone loss and osteolysis in the space behind the patient's acetabular dome."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation of the device the patient began experiencing discomfort and complications in her hip and due to elevated risk and instability in her right hip she underwent revision surgery on (B)(6) 2016. It is further alleged that during surgery, it was discovered there was significant evidence of trunnionosis around the proximal femur at the junction between the head and neck and the operative report also noted areas of osteolysis, bone loss, and loosening of the femoral component. It is alleged that once her surgeon removed the acetabulum, he noticed "a severe amount of bone loss and osteolysis in the space behind the patient's acetabular dome."